Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown / unknown / unknown.

Event description:
It was reported that pump displayed motor malfunction code 9, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received guidance on how to reset pump, successfully reset malfunction, and did not experience repeat malfunction, and was advised to continue using pump and to call back if malfunction occurred again.